Event description:
It was reported to olympus, the flow rate on the loaner high flow insufflation unit was abnormal. There was no delay in a procedure and there was no patient under sedation at the time of the event. According to field service engineer (fse), the failure did not occur onsite at a user facility. There were no reports of patient injury regarding this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device was returned unrepaired to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, probable causes for insufflation abnormalities include: pneumoperitoneum tube is not connected. Have a collapsed pneumoperitoneum tube. There is a hole in the pneumoperitoneum tube. The cock of the pneumoperitoneum is closed. Tracurl cock is closed. Pneumoperitoneum needle is not correctly stabbed. Poor pneumoperitoneum needle. Have a pneumoperitoneum for a narrow space. Be filled with filters. Disconnection of the tube in the device. Disconnection/disconnection of main pcb and harness of each valve. Failure of the electro-pneumatic proportional valve. Manifold (solenoid valve) failure. Failure of the main pcb. Failure of the primary pressure reducer. However, the event was unable to be duplicated during the device evaluation, therefore a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.